Manufacturer narrative:
This report is for an unknown screws: trauma /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, that a patient had a post-op procedure for the removal of tibial nail ex with 3 screws and an endcap due to an infection. It is unknown when and where the nail was inserted. It is unknown if there was a surgical delay reported. The expert tibial nail, 3 screws, and end cap were easily removed. No fragments were generated. The procedure was successfully completed. There was no patient consequence. Concomitant devices reported: nails: expert tibial (part number unknown, lot unknown, quantity 1), screws: trauma (part number unknown, lot unknown, quantity 2), end caps: tibial nail (part number unknown, lot unknown, quantity 1). This report involves 1 screws: trauma. This is report 5 of 5 for (B)(4).